Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment and additional information have been requested for this complaint but have not become available. Without the details of the devices involved in this complaint, medical details of the reported issue, failure modes and reason for revision involved in this complaint, a specific device history, complaint history, IFU review and risk management review cannot be performed. If this information becomes available at a later time, the task will be reopened and completed. The available medical documents were reviewed. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, therefore a relationship between the reported event and the device cannot be confirmed. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
EU legal. It was reported that the plaintiff underwent a second revision surgery of the left hip on (B)(6) 2019 due to unspecified reasons. The patient underwent the primary left bhr surgery on (B)(6) 2007 and the first revision surgery on (B)(6) 2009. The patient outcome is unknown.